Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. This occurred upon power up at deluxe department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, a downstream occlusion alarm was reproduced. The device was tested for downstream occlusion detection and during the test falsely alarmed downstream occlusion. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor scale factor out of specification. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.